Event description:
It was reported by the affiliate that the (1) tlc10 was used during an unknown procedure. It was reported that four or five staples in the middle of the staple lines malformed. The case was completed with overstitches.